Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a percutaneous drainage procedure using the navarre opti drain. Prior to the procedure, the device package and product were inspected and found intact. However, upon attempting to use the drainage device, the connector component could not be opened or unscrewed, preventing its use. The issue occurred before the procedure began. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient was prepared for a percutaneous drainage procedure using the navarre opti drain drainage catheter for hydrothorax under ultrasound guidance, prior to the procedure the device package and product were inspected and found intact. However, upon attempting to use the drainage device, the connector component was partially damaged and could not be opened or unscrewed, preventing its use. The issue occurred before the procedure began. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one video was provided for the review. The video shows a clinician rotating the cannula hub attached with drainage catheter within its packaging using one hand without holding the catheter hub. The trocar needle was noted partially dragged outside of catheter hub. No visual anomalies noted on the catheter hub. The manufacturing review states that the video shows the clinician spinning the device in the packaging with one hand. The device still has the separator in place. In the video the clinician is holding the device by the cannula & stylet assembly without holding the catheter body. Review of the video provided by division did reveal a concern with user error. The device should be held by the catheter body when attempting to unscrew the cannula / stylet assembly from the catheter assembly. Therefore, the investigation is confirmed for identified improper or incorrect procedure or method and unconfirmed for the reported can't unscrew issue as the user did not hold the body of the catheter when attempting to unscrew the cannula / stylet assembly for the first device. However, the investigation is inconclusive for catheter connector damage issue as the provided video was not sufficient to confirm the reported issue for first device. The investigation is inconclusive for reported can't unscrew issue and catheter connector damage issues for other two devices as no objective evidence was provided for review. A definitive root cause could not be determined, the root cause for the identified improper or incorrect procedure was due to user error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.